Event description:
During tka surgery, it was found that the femoral anterior cutting guide (cat# 7650-5003) was very unstable in the alignment guide (cat# 7650-5901) and could not stand securely, however, it was used. There was no adverse outcome reported due to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.